Manufacturer narrative:
Citation: blasco-turrión s, et al. Transcatheter mitral valve-in-valve implantation with the balloon-expandable myval device. Journal of clinical medicine. 2022 sep 2;11(17):5210. Doi: 10.3390/jcm11175210. Earliest date of publication used for date of event. Medtronic products referenced: hancock ii (PMA# p980043, product code dye), mosaic (PMA# p990064, product code dye). Earliest approved product used for product code and PMA#. Used the baseline demographic data presented in table 1 to calculate the predominant gender and mean age of the six medtronic surgical valve patients. Patient's gender was left blank because the medtronic surgical valve patients were 50% male (n = 3) and 50% female (n = 3). No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Literature was reviewed regarding transcatheter mitral valve-in-valve implantation with the non-medtronic myval device. A total of eleven patients with mitral bioprosthetic valve degeneration underwent valve-in-valve replacement with a myval transcatheter valve. The authors stated the main indication for the procedure was mitral bioprosthesis stenosis. Elevated peak and mean mitral transvalvular gradients (27 ± 5 and 14.7 ± 2.3 mmhg, respectively) were also observed at baseline. Six of the eleven patients had a degenerated medtronic surgical mitral bioprosthesis (hancock ii = 3, mosaic = 3). The duration between surgical bioprosthesis implant to valve-in-valve replacement was not disclosed. No additional adverse patient effects associated with medtronic products were noted.